Manufacturer narrative:
(B)(4). The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate was observed to have a small drop of solution at the bottom of the housing. This malfunction was identified upon inspection of the unfilled device that was inside the original packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot number 13m011 was manufactured november 5, 2013 - november 6, 2013. A batch review revealed that two units ruptured during the final product testing of the lot. The lot was re-worked by adding 2 drops of silicone oil to each side of the subassembly. The re-work process would not adversely affect product/material. Excess silicone is cosmetic and will not impact the functionality of the device. A review of the manual batch records revealed product met the acceptance criteria for release. One unfilled unit has been received for evaluation. The unit has evidence of clear viscous silicone oil located on the inner wall of the housing. This is not a leak because silicone oil is applied on the outer surface of the bladder during manufacturing, and sometimes excess oil comes in contact with the inner surface of the housing. Silicone oil does not affect the safety or functionality of the product. The reported "leak" condition was not confirmed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.